Manufacturer narrative:
Analysis of the pump revealed motor corrosion and feed thru anomaly.

Manufacturer narrative:
Catheter model: 8709sc, serial#: (B)(4), implanted: (B)(6)-2007, explanted: unk.

Event description:
A pump alarm confirmed by telemetry due to motor stall was reported. It was stated that the patient had been hearing the critical alarm for approx. 1 week. Pump read reset occurred - low battery, safe state occurred, stopped pump may exceed tube set. Patient experienced an underdose. Drugs delivered via the pump were fentanyl and bupivacaine. It was later reported that the pump replacement was scheduled for 2011-(B)(6). A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was indicated that the pump was replaced. It was noted that there was no patient injury. The patient was "doing very well".